Event description:
It was reported that the patient experienced shocking. During the episodes of shocking, the patient would call the ambulance. By the time the patient would reach the hospital, everything was normal with no issues. Every time a company representative checked the stimulator, it was stated to be normal. The patient was requesting the device be removed due to the shocking, but had insurance issues. The patient was reportedly non-compliant with therapy. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that diagnostics on the device included impedance testing, x-rays, and reprogramming. It was reported there was possible malfunction of the neurostimulator. It was reported it would be replaced and sent to medtronic for evaluation. It was noted the symptoms the patient was experiencing were lack of effect, over stimulation, and shocking.

Event description:
It was further reported that the device was explanted and replaced with a primary cell battery on 2014-(B)(6). It was also reported that the patient stated that on one evening, she felt like the device caused her to have seizure like symptoms throughout her body as well. The patients status was alive with no injury.

Manufacturer narrative:
Final device analysis for the neurostimulator revealed end of service due to 3 overdischarges. The ins was received with no telemetry. The last recorded recharge session done while the device was implanted was on (B)(6) 2013. The device was recharged for 10 minutes. The battery charged from 3.665v to 3.745v. The battery discharged to the lock mode on (B)(6) 2013.

Manufacturer narrative:
(B)(4).